Event description:
Allegedly, head of screw came off during surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in other country.